Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence and persistant pelvic pain. Post implantation patient experienced infections, stomach pelvic and vaginal pain, dyspareunia, bleeding and urinary/bowel issues. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of diagnostic laparoscopically assisted lysis of adhesions, laparoscopically assisted drainage of right hydrosalpinx, transvaginal tape with cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.